Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a system failure alarm #14. The hospital immediately replaced the equipment after failure. There was no personal injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions) h10. A getinge field service engineer (fse) replacing the drive valve group, all functions of the equipment returned to normal, and all calibration tests passed, meeting the requirements for clinical use. The defective components were received for further investigation. This part was received with a reported unit failure message of electrical code# 14. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of electrical code# 14. The failure analysis and testing department pumped the unit for 1 hour. The failure analysis and testing department checked electrical fault logs and did not see electrical code# 14. Drive manifold assy, passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.